Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the self-locking shaft collar. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received. IV pole self- locking shaft. The fat dept. Found that the self-locking shaft would not grab on and hold the IV pole. The fat dept. Was able to replicate the failure experienced by the customer. The part failed testing. Retaining the part in the fat dept. Per procedure.

Manufacturer narrative:
Complaints associated with IV poles are related to issues associated with the iabp IV pole (e.g. Pole is broken). The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with IV poles, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp)  IV pole self-locking shaft is not functioning. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.